Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 470mg/dl. The customer treated with insulin. Customer indicated that their old pump froze and they need assistance with programming the new pump. Troubleshooting indicated that they would need to follow up with their doctor if the current settings need to be changed. Customer indicated that they will contact their doctor to get the correct information to program the pump and then will call back. No further assistance needed.